Event description:
It was reported that a dexcom g7 failed to pair with the ilet while the user also had a dexcom receiver in use; the user and trainer were advised to move the receiver away from the ilet and perform the magnet-pairing procedure, with instruction to replace the sensor if connection did not establish after a waiting period. Symptoms included no alerts or alarms reported and no clinical symptoms reported. Outcomes included no injury, no hospitalization, and no medical intervention. Investigation included troubleshooting education on wireless pairing steps and interference mitigation. Investigation of this case revealed suspected wireless interference from a concurrently active dexcom receiver preventing successful pairing between the g7 sensor/transmitter and the ilet, with resolution steps provided to separate devices and reinitiate pairing. It was concluded, based on previously established findings for similar reports, that the cause was user environment and setup leading to communication interference during the pairing process.